Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse tested the iabp unit and could not duplicate the customer's failure. The fse observed electrical test fail (etf) #50 in the fault log three times on (B)(6) 2017. The fse replaced the motor control board as a precaution. The iabp unit passed all functional and safety tests per factory specifications; returned to customer and cleared for clinical use.

Event description:
It was reported that the intra-aortic balloon pump (iabp) displayed error code "50" (electrical test fails #50) on power up. This event occurred before use on a patient. No adverse event was reported.